Event description:
It was reported there were coupling and communication issues with implantable neuro stimulator (ins). It was stated patient had always had an issue with coupling since implanted with the device. Patient symptoms reported were lack of effect and no stimulation. The company representative met with patient and indicated she was only able to obtain 2 coupling bars for a short period of time and was barely able to feel patient's ins. An x-ray was performed to determine if ins was flipped. Physician stated recharger was replaced, but not the ins. In addition, it was believed that patient changed to a prime device. Patient recovered without sequelae.

Manufacturer narrative:
(B)(4)